Event description:
It was reported that during an afl ablation procedure, the patient suffered from a pericardial effusion after a steam pop. A pericardiocentesis was performed and the patient is in stable condition. The patient was re-admitted to the hospital a week later for pleural effusion.

Manufacturer narrative:
The concomitant products: stockert model# m-5463-01 serial # (B)(4); coolflow pump model# m-5491-02 serial # (B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated visually and for deflection and irrigation characteristics; it was also tested for electrical performance, thermal sensor response and stockert generator compatibility. The catheter was found within specifications and passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.